Event description:
The customer reported that the left monitor intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adapter pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.